Event description:
The account alleges that while the physician was taking a biopsy, the needle split into pieces. The physician's assistant pricked themselves on the needle requiring minor first aid.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Should the device be returned later, the investigation will be reopened.